Manufacturer narrative:
Continuation of d10: product ID 6935m62 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Reprogramming was performed, and following reprogramming the lead triggered an alert for high out of range (oor) pacing impedance. A lead fracture is suspected. It was further reported that additional reprogramming was completed, and the clinician will continue to monitor the lead. It was further reported that the patient has recently had greater than 100 inappropriate shocks from their right ventricular (rv) lead. It was further reported that the lead was programmed off at the patient's request and remains in-situ. The patient was then admitted to the hospital after having experienced further shocks, likely due to a power on reset (por) due to end of service (eos) which caused therapy to re-initiate. A magnet was placed on the patient and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.